Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse troubleshot the unit and called senior for help. The fse ordered a replacement for the compressor and temp probe. The fse troubleshot the issue, and replaced the compressor and temp probe. The fse then ran the unit for 2 hrs in compressor output mode. The fs then checked the unit after running over the weekend. There was no event logged. Safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit overheated. There was no patient harm.